Event description:
Ventilaltor failure on a newly installed anesthesia machine following induction of anesthesia. Anesthesia machine had been in service less than one month. During cardiac surgery, well into the procedure, all of the electronics in the anesthesia machine failed including the ventilator. Subsequently, datex-ohmeda determined that the main cpu in the anesthesia machine failed. This machine had experienced a failure of a different part on 3/19/03 (gas inlet valve had failed, shutting down the ventilator), but per datex-ohmeda, this cpu failure was unrelated to the replacement of the gas inlet valve. The pt was ventilated by hand with an open thorax until cardiopulmonary bypass was instituted. Once the pt was placed on bypass a new anesthesia machine was brought in. There was no apparent injury to the pt.